Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and was analyzed and in artemis, the 23025 error was found indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where sine cycle was found to be failing on the axis 3. Once testing was completed, the axis 3 motor and motor cable was. Tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineering. Investigation revealed the following possible related system errors: error 23025 "encoder quadrature fault on mtml axis 3". DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to electrical issues with axis 3 motor and axis 3 motor cable within the mtm and it can be resolved by replacing the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon was not able to control universal surgical manipulator (usm) #1. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found repeated recoverable error 23025 in the logs pointing to master tool manipulator left (mtml) axis #3. Tse noticed that mtml was disabled, which caused usm #1 could not be controlled. Before calling tse, site power cycled the system twice, but the issue persisted. Tse had site perform hard power cycle the surgeon side console (ssc) and exercise axis #3; however, mtml faulted immediately each time site tried to recover the error. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml). The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.